Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing threshold measurement. This lead was explanted and and new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these continuity tests indicating conductors are intact on the segment of lead returned. Microscopic inspections noted cuts, tears, deformed, stretched coils and punctures in insulation likely explant damage and melt marks in outer insulation likely explant electro-cautery damage. Visual inspection revealed no abnormalities and typical surgery-related damage is noted but is not considered abnormal.

Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing threshold measurement. This lead was explanted and new lead was implanted. No additional adverse patient effects were reported.